Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by cloudy effluent and fever. The cause of the event was unknown. One day before the event onset, the patient was hospitalized due to cloudy bag and fever. On an unknown date, the patient was treated with vancomycin injection (1.5gm, first dose, discontinued, route, frequency not reported), fortum injection (2gm, first dose, discontinued, route, frequency not reported) and meropenem injection (500mg, intravenous, three times a day, discontinued) for the event. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.